Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01187. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 31 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported encephalopathy and episodes of non-sustained ventricular tachycardia (nsvt) could not conclusively be established through this evaluation. Evaluation of the submitted system controller log file revealed no atypical events. The pump appeared to function as intended. The patient remains ongoing on vad support. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced encephalopathy and had episodes of non-sustained ventricular tachycardia. There were no alarms and no device issues associated with the event. A log file analysis was requested. The manufacturer¿s technical services reported that the log file revealed no unusual events. The vad clinicians reported that the device operated as expected, however; possible device relation cannot be ruled out.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on (B)(6) 2019: it was reported that the patient underwent dc cardioversion with return to sinus rhythm.